Manufacturer narrative:
Device evaluation: one used syringe was returned for analysis. An additional lot was reported, manufactured in 10/2013, expiration date 09/30/2016. A device history record search was performed and no exception documents were found for either log. A complaint data base search was performed and no similar complaints were found for either lot. Upon examination the silicone lubricant appears to have been depleted. There is silicone lubricant residue outside the fluid path indicating the syringe was manufactured to specification. Merit is unable to determine root cause.

Event description:
The user reported that the syringe tip separated from the plunger during a cardiac procedure. No additional information was provided by the customer. No harm or injury was reported.